Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.5/0.5/156 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experience low vaulting with no rotation. On (B)(6) 2023 the lens was explanted and the surgeon noted "the patient did not want to undergo a secondary lens implantation, and the lens was removed after communication". The cause of the event was reported as unknown. The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).